Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction section: b.3, d.6b. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the recipient¿s test data indicated impedance issues, despite device testing within normal limits. Programming adjustments were made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on january 15, 2026.